Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that after a rcr (rotator cuff repair) procedure, the surgeon ordered an x-ray and the picture showed a foreign object on the patient's shoulder. The surgeon inspected the apollo wand, ar-9811, that was used during the procedure and noticed that the tip had broken off at the ceramic portion. There is a possibility that the broken part of the apollo wand is what is showing on the x-ray of the patient's shoulder. *additional information has been requested. Additional information provided 8/3/2018: the complaint device will be returned for evaluation. The reporter was unable to obtain any other information.

Manufacturer narrative:
The complaint is confirmed. Evaluation of the tip shows a piece of the ceramic component broke off from the device. The most likely cause is hitting the device with another object or tool during use and/or running the device for an extended period of time.